Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy for svt. The device had also noted possible high voltage circuit damage. No further information.